Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose of 30.5 mmol/l. The customer did experience any symptoms such as nausea, vomiting, abdominal pain and difficulty breathing related to high blood glucose. The customer was not using auto mode feature. The customer was treated with health professional instruction and manual injection. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.